Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The customer replaced the column and adjusted the flow factor. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for split ao peaks was cc>2500.

Event description:
On (B)(6) 2015, a customer reported split ao peaks on the g8 instrument. The customer replaced all the reagents and the wash/ primed reagents but the cc >2500. Technical support advised the customer to lower the flow factor and repower. The customer is unable to run patient samples on hba1c diabetes assay.